Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was no adverse effect to the patient due to the reported issue.

Manufacturer narrative:
Zoll medical corporation evaluated the device, and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included defib cycling, environmental chamber testing, stress testing and bench handling without duplicating the customer's report. An internal inspection found no discrepancies. The device will be recertified and returned to the customer.no trend is associated with reports of this type.